Event description:
It was reported that, during surgery, the head of one bone pin snapped off in the pin driver while removing the tracking array. A drill was hooked up to the broken pin so it could be removed. The case had already been finished. The patient was not impacted.

Manufacturer narrative:
H10 h3, h6: the device, used for treatment, was returned for evaluation. Visual inspection of the returned device revealed signs of bending of the top triangular portion of the bone pin resulting in torsional fracture due to fatigue from the bending. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. This failure mode is identified within the risk assessment. The naviopfs¿ system for unicondylar knee replacement released at the time of the complaint provides detailed instructions for placing the bone pins and tracker arrays. The user is instructed to instructed to keep the drill in line with the pin when attaching/detaching. The user's manual also states that the navio instrument kit consists of a two-level tray that contains the required instrumentation for the navio¿ system provides a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure. It is recommended that users have fully populated and sterilized backup trays on-site at the time of the operation in the event that any parts malfunction or become damaged during the procedure. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to the user bending of the top triangular portion of the bone pin resulting in a torsional fracture due to fatigue from the bending.